Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event, ¿an alarm sounds from the device and the front panel display disappears¿, was confirmed. The event occurred due to a failure of the printed circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty pressure sensor circuit on the printer circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Note: section e1 state, province, or territory shortened from: inner mongolia autonomous region to: inner mongolia, due to character restrictions.

Event description:
The customer reported to olympus that the indicator buttons on the front panel did not light on the insufflator, the image turned black when pressing the buttons. The issue was found during preparation for use for a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There was no delay reported, the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.